Event description:
A home patient contacted baxter's technical service center for assistance regarding a "check lines and bags" alarm received during the pime cycle in anticipation of the home patient's automated peritoneal dialysis therapy. Per initial report, the home patient'se transfer set was connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.